Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic with the right ventricular lead exhibiting elevated capture threshold. The lead then exhibited loss of capture and reprogrammed to maintain capture. On (B)(6) the patient underwent a lead revision procedure to replace the right ventricular lead. During the removal of the right ventricular lead, the left ventricular lead became dislodged. Both leads were then explanted and replaced successfully. The patient was in stable condition during and post procedure. Related manufacturer reference number: 2017865-2019-08186.